Event description:
The customer returned the ultrasound gastrovideoscope, to the service center for a separate issue. During device analysis, the service team identified missing ke-45 (thixotropic adhesive) on the light guide and elevator cover, as well as cracking of the control body glue around the pink rubber. It was determined that the adhesive needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.